Event description:
The customer intermittently received corrupted or missing images from the cxdi-70c when an x-ray exposure was performed. Based upon the description of the problem, the service engineer reverse the sensor panel and take an x-ray image of the internal sensor. A loose screw was found in the x-ray image resting on the pca-d circuit board. Patient had to retake image to complete exam.

Manufacturer narrative:
(B)(4).